Event description:
When rn attempted to prime IV tubing, the tubing below the chamber was pinched off and unable to be opened. Tubing was defective. Manufacturer response for pump infusion set, bd alaris pump infusion set (per site reporter). Device has been returned to the manufacturer.